Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the silicone housing of a hakim valve was damaged after implantation and was revised. On (B)(6) 2017, the patient was implanted with the codman hakim valve. On (B)(6) 2019, the patient went to the hospital and said there was fluid flowing out from the scar where the valve was implanted. Then the physician confirmed that the fluid was cerebrospinal fluid (csf) and found that the lower part of the valve was broken. The physician sutured broken part of valve and the patient went home. On (B)(6) 2019, the patient went to the hospital again and said the same problem still occurred. Finally the physician retrieved the valve and catheter at the ventricle. There was no new device implanted.

Manufacturer narrative:
Sample was received for evaluation. Review of the history device records for the valve, product code 82-3832, with lot cvgbyf, conformed to the specifications when released to stock failure analysis: -the valve was visually inspected, biological debris were noted, the silicon housing was torn/cut, near the distal connector. The siphon guard was inspected, biological debris were noted, cut/torn and mark were noted. Root cause: the root cause for the cut/torn silicone housing is probably due to a sharp or pointed object coming into contact with the silicon housing. As noted in the IFU silicone has a low tear/cut resistance. -the root cause for the marks on the siphon guard is probably due to a sharp or pointed object coming into contact with the silicon housing. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.